Event description:
It was reported that the pk dissecting forceps instrument cables were noted to be broken prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down and up cables were broken at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.